Event description:
It was reported that the atrial lead had a polarity switch from bipolar pacing configuration to unipolar pacing configuration and a lead warning was triggered. It was also reported that after the polarity switch occurred, the patient experienced pocket stimulation. The atrial lead was reprogrammed back to bipolar pacing configuration; the lead is being monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.